Event description:
International affiliate reported that the reservoir tore outside the exit port upon initial activation of the device. A replacement device was obtained. No adverse patient consequences are reported.